Manufacturer narrative:
The device was not returned to the MFR for investigation, and no lot number was provided. If the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the aseptic battery housing opened during a procedure, exposing the non-sterile battery. The battery did not fall out of the housing. There are no allegations of adverse consequences associated with this event.